Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a pelvic floor reconstruction with uphold lite including vaginal-approach hysteropexy and cystocele repair procedure performed on (B)(6) 2015. According to the complainant, during procedure, the patient experienced bleeding upon dissection and after dissection. The bleeding was resolved using thrombin, floseal, and various clip methods. However, the subject required a blood transfusion. Following the procedure, the patient was taken to the recovery room in stable condition and is recovering.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a pelvic floor reconstruction with uphold lite including vaginal-approach hysteropexy and cystocele repair procedure performed on (B)(6) 2015. According to the complainant, during procedure, the patient experienced bleeding upon dissection and after dissection. The bleeding was resolved using thrombin, floseal, and various clip methods. However, the subject required a blood transfusion. Following the procedure, the patient was taken to the recovery room in stable condition and is recovering.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.